Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (disease progression, iliac dilatation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression, iliac dilatation).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 20 months ago. An aneurx cuff was implanted to seal a dilated rcia. At the time of implant, the physician elected to try to save the hypogastric artery with the aneurx cuff instead of embolizing the internal and building to the external iliac. The final angio was had an excellent result with no type 1b endoleak. Currently the aneurx limb is opposed only to thrombus. There is still no distal type 1 endoleak. Approximately 3 weeks ago the patient had embolization of the internal iliac artery with placement of endurant extensions down to the external iliac artery with excellent results. This was done as a precautionary measure to avoid a future type 1b endoleak. The patient was discharged home the next day. No additional clinical sequelae were reported, and the patient is fine.